Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had been alerting low/marginal flow and air leak. Nurse tried disconnecting and reconnecting the pads, flow rate was 1.3 l/m. Nurse noticed that when emptying the pads the line was twisted, and they fixed that. Nurse stated some air bubbles was noted at one connection. Mss walked through stopping the therapy, drained the pads, disconnected, and reconnected the pads using proper technique, fluid delivery line was secure and verified audible clicking noise. Mss explained that air could get in the lines sometimes during disconnect or reconnect or with bad connection. Mss noted that the neonatal pad will read low/marginal flow because alert originally designed with adult flow rate in mind. Patient temperature being controlled to target temperature with no issues, and the therapy was resumed. Nurse stated that the flow rate was consistent at 1.3 l/m, no more air leak message and did not note air bubbles at connector. Per follow up information received via phone (B)(6) 2022, nurse stated that the therapy was completed with no further issues. Nurse stated that the arctic sun device was not sent to biomed.

Event description:
It was reported that the arctic sun device had been alerting low/marginal flow and air leak. Nurse tried disconnecting and reconnecting the pads, flow rate was 1.3 l/m. Nurse noticed that when emptying the pads the line was twisted, and they fixed that. Nurse stated some air bubbles was noted at one connection. Mss walked through stopping the therapy, drained the pads, disconnected, and reconnected the pads using proper technique, fluid delivery line was secure and verified audible clicking noise. Mss explained that air could get in the lines sometimes during disconnect or reconnect or with bad connection. Mss noted that the neonatal pad will read low/marginal flow because alert originally designed with adult flow rate in mind. Patient temperature being controlled to target temperature with no issues, and the therapy was resumed. Nurse stated that the flow rate was consistent at 1.3 l/m, no more air leak message and did not note air bubbles at connector. Per follow up information received via phone (B)(6) 2022, nurse stated that the therapy was completed with no further issues. Nurse stated that the arctic sun device was not sent to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined this event is not reportable. The device was not returned

Event description:
It was reported that the arctic sun device had been alerting low/marginal flow and air leak. Nurse tried disconnecting and reconnecting the pads, flow rate was 1.3 l/m. Nurse noticed that when emptying the pads the line was twisted, and they fixed that. Nurse stated some air bubbles was noted at one connection. Mss walked through stopping the therapy, drained the pads, disconnected, and reconnected the pads using proper technique, fluid delivery line was secure and verified audible clicking noise. Mss explained that air could get in the lines sometimes during disconnect or reconnect or with bad connection. Mss noted that the neonatal pad will read low/marginal flow because alert originally designed with adult flow rate in mind. Patient temperature being controlled to target temperature with no issues, and the therapy was resumed. Nurse stated that the flow rate was consistent at 1.3 l/m, no more air leak message and did not note air bubbles at connector. Per follow up information received via phone 19jan2022, nurse stated that the therapy was completed with no further issues. Nurse stated that the arctic sun device was not sent to biomed.